Event description:
New malem alarm is heating up when batteries are inserted. The heat is excessive and prohibiting us from placing it on our son. We are afraid that the alarm can burn skin. Heat starts increasing within mins and is untouchable after 20 mins. Dangerous product. FDA safety report ID # (B)(4).